Manufacturer narrative:
Citation: tamburino et al. Comparison of self-expanding bioprostheses for transcatheter aortic valve replacement in patients with symptomatic severe aortic stenosis: scope 2 randomized clinical trial. Circulation. 2020 dec 22;142(25):2431-2442. Doi: 10.1161/circulationaha.120.051547. Epub 2020 oct 15. Earliest date of publish used for date of event. Medtronic products referenced: evolut r and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of self-expanding bioprostheses for transcatheter aortic valve replacement (tavr) in patients with symptomatic severe aortic stenosis. All data were collected from multiple centers between (B)(6) 2017 and (B)(6) 2019. The study population included 796 patients (predominantly female, mean age 83.2 years), 398 of which were implanted with a medtronic evolut r or evolut pro bioprosthetic valve (unique device identifier numbers not provided). Among all patients 2.8% deaths occurred at 30 days and 8.4% deaths occurred at 1-year follow-up. Based on the available information medtronic product was not directly associated with these deaths. However, evolut r valves were directly associated with two deaths: 1) a procedural death without cause or further details provided (main article, figure 1), and 2) a death at 11 days postimplant due to multi-organ failure in the context of sepsis with an autopsy report of thrombi of the aortic valve prosthesis (supplement data, table x). No further details were provided on these two deaths. Specific to evolut r valves adverse events included: hemodynamic instability, cardiac tamponade, annular rupture, conversion to open surgery, stroke, congestive heart failure (chf), life threatening bleeding, myocardial infarction (mi), structural valve-related dy sfunction requiring repeat procedure, tachycardia resulting in hemodynamic instability, endocarditis, left bundle branch block (lbbb) requiring permanent pacemaker implant, mild aortic transvalvular regurgitation (ar), moderate paravalvular leak (pvl), aortic stenosis (as), patient-prosthesis mismatch (ppm), and hospitalization for valve-related symptoms. Specific to the enveo delivery catheter system (dcs) adverse events included: valve malposition during placement and access site complications. Based on the available information medtronic product was directly associated with the referenced adverse event(s). No additional adverse patient effects or product performance issues were reported.